Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages) was confirmed due to the lead 2 (orange), lead 1 (white), and +5v (blue) wires being damaged at the ECG ¿c&d¿ cable. The belt did not pass essential performance testing. The root cause for the damaged wires was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy pad messages.